Manufacturer narrative:
The calcium gen.2 lot number was 83641701 and the expiration date is 31-jan-2026. A field service engineer (fse) determined that the sample probe needed to be replaced and successfully replaced it. They checked and adjusted the rinse levels on the rinse mechanism and verified the alignments for the probe. A 21-cup precision check was complete and passed. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of a questionable calcium gen.2 result from the cobas c 503 analytical unit. The initial result was 5.2 mg/dl, and the repeat result from another c 503 was 9.6 mg/dl. The questionable result was repeated because it was critically low. The repeat result was deemed to be correct.